Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address a large amount of gray-colored fluid and scar tissue. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffered injury, pain and high concentrations of various metallic elements in his blood.

Event description:
**Update** (B)(4) 2013 - patient has been revised ot address elevated ion levels and pain. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(6). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.